Event description:
It is reported that the pt received a recall notification letter from his surgeon. The pt has been experiencing sharp moving pains and swelling on the left side on three occasions in the past three weeks. The pain begins at the hip and goes down the outside of his leg and down into the knee. The pain lasts for a few days and changes in intensity. The pt is scheduled to see his surgeon on (B)(6) 2012.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Add'l info has been requested and if received, will be provided in a supplemental report.